Event description:
Patient presented to the ER with increased seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently did not report the replacement d6b. Corrected information, initial report: inadvertently did not include explant date f10. Corrected information, initial report: inadvertently did not include code f1905 for the replacement surgery. F10. Corrected information, initial report: inadvertently did not update device disposition code.

Event description:
The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.